Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2016. Revision of knee components due to infection. This event occurred outside the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted the revision reported was likely the result of infection, which is addressed in the product labeling under general surgical risks.

Event description:
Index surgery: (B)(6) 2016. Revision of knee components due to infection. This event occurred outside the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
After further review of additional information received, have been updated accordingly. This device is used for treatment not diagnosis. Optetrak logic rbk tibial insert: 02-012-38-5009, optetrak logic fit rbk tibial tray, cemented: 02-012-43-5040.

Manufacturer narrative:
After further review of additional information received the following sections b4, d11, g3, g4, g5, g7, h2 and h6 have been updated accordingly. This device is used for treatment not diagnosis. H10, d11: optetrak logic rbk tibial insert: 02-012-38-5009, optetrak logic fit rbk tibial tray, cemented: 02-012-43-5040.